Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: there were horizontal lines in the display due to a defective display flex.so faulty display is changed with a test display and found no lines in test display with good contrast & readable. Test cap used for verifying all steps instead of missing return cap.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there was a line across the display screen image. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.